Manufacturer narrative:
(B)(4): (blister over pump pocket).

Event description:
There appeared to be a blister over the pt¿s pump pocket. The pt was admitted to the hospital. The hcp (health care professional) performed a pump revision surgery. During surgery, it was discovered the blister was over a top layer of skin and nothing was in the pump pocket itself. The hcp cultured the blister, cleaned the area, and opened the pocket for exploration. There were no signs of infection. The pocket was irrigated thoroughly and the pump was reimplanted. The pt was started on intravenous antibiotics for 2 weeks. The pt would be monitored for signs/symptoms of infection. Additional information has been requested, but was not available as of the date of this report.